Event description:
Maude event report (B)(4) forwarded to sie by (B)(4). A pt developed 'idiopathic peripheral necrotizing keratitis after femtosecond lasik' and was treated successfully with appropriate medication. The case was published in the literature and reported by the surgeon. A sie femto ldv ophthalmic laser was used to perform the lasik. There is no report of and no indication for a malfunction of the device in the process.

Manufacturer narrative:
Remote login into device, download of log files, evaluation for error codes or other indications for unusual behavior around the date of the incident. In general, inflammatory reactions at the flap or the flap border are a known potential side effect of lasik. There is no report, no evidence and no reason to suspect a malfunction of the device to have been involved in the incident. The observed complication is a rare but known and treatable side effect of lasik in general. According to one published study, the probability of occurrence should be lower when the flaps are created with the femto ldv, due to its particularly low pulse energy. This is consistent with the fact that this is the first reported case involving the femto ldv. The probability of occurrence is empirically very low ((B)(4) procedures), and the potential harm with proper treatment is minimal. Therefore, the impact of the case on the risk associated with the device is minimal. The case will be registered in the post market surveillance record and taken into account in future clinical assessments.